Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the caller had a note from the doctor that indicated that a manufacturer rep was needed to charge patient's device. The caller was calling to page a rep. The caller did not know what was wrong, they were just following up on the request from the doctor. When asked for more information the caller stated the patient had chronic back pain all the time. The patient was consistently complaining because of scarring over t8 from shingles that the patient had. The caller stated that apparently, stimulation was not working. The date of when the event started was no provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that couple of days after the initial call of (B)(6) 2017 a manufacturer rep came and checked patient's device. The rep determined that the device was at end of life. No other troubleshooting or interventions were done. Patient was to have the device removed in (B)(6) 2017 by another hcp. The hcp did not have any further information regarding patient's weight. No further complications were reported/anticipated.